Event description:
On (B)(6) 2012 customer reported that the lh750 instrument generated discrepant high monocytes on patient samples and controls when compared to the results obtained on another analyzer. The instrument also generated r flags for the differential results. Customer stated that no discrepant results were reported out of the lab. There was no death, injury or affect to patient treatment. Customer did not provide data for this event and did not indicate how many patient samples were affected. According to the information provided, controls were running high for monocytes before and after the incident. Field service engineer (fse) inspected the instrument and replaced the erythrolyses solenoid, the erythrolyses pump, and the light scatter mask. This resolved the issue. Instrument operation was verified. Failure mode is most likely attributed to the parts replaced during instrument servicing.

Manufacturer narrative:
(B)(4).